Manufacturer narrative:
Eval summary: surgical notes were provided for review and found unremarkable. Variety of causes may lead to radiolucency. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the femoral implant is showing signs of lucency.